Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A protege stent was being used to treat the left common carotid artery stenosis of a patient. No abnormalities reported in relation to anatomy. A 0.14 wire and spider wire were used to place the stent about 5 cm distal to the lesion and a 5-30 balloon with standard pressure was used to dilate the lesion. After dilation the physician prepared to implant the protege carotid artery stent. After the outer package of the stent was opened, it was fully hydrated and ready to be pushed up to the lesion position along the guide wire of a spider fx. The guide wire slowly entered the stent delivery system from the tip end of the delivery system, and the stent was pushed up to the lesion position along the guide wire. After the stent was in place, the position of the stent was confirmed again by radiography, and the handle was ready to be withdrawn to deploy the stent. Suddenly encountered resistance. The physician repeatedly adjusted the delivery system, turned the delivery system, and still could not withdraw it smoothly. When withdrawing the delivery system, it was found that the delivery system pulled the spider down. Adjusted the delivery system at various angles and directions again, still could not withdraw it. The stent was taken out of the body, but still could not be deployed. After many attempts, the stent was deployed with great force. A new 10-7 stent was replaced and the operation was successfully completed. No patient injury reported.

Manufacturer narrative:
Product analysis: the device was received with the touhy-borst loosened, the device was in a deployed state, and the stent was returned separate to the device, the stent was confirmed as 40 mm. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.